Manufacturer narrative:
H3: product analysis: evaluation could not confirm the reported malfunction of the attachment getting hot, as the pre-repair temperature test could not be performed because the burr could not be inserted into the attachment. The most likely cause of the failure was a detached bearing. It was also noted that the locking ring was stuck in the unlocked position and could not be turned into a locked position and the input and output drive shafts were worn. Also, the tip of the tube was deformed and the distal bearing parts could not be removed. B3: notified date was considered as the date of event, as the event date was unavailable. G3: analysis performed date was used as the aware date for this event, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment gets hot. There was no patient impact in this event. Additional information was received stating that detached bearings were found during evaluation of the device.